Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed that error did not return after reset, and then successfully started new sensor session, with no further issues reported.